Event description:
A customer reported a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in using the correct procedure to load the cartridge, enabling the customer to successfully resume insulin therapy, thus resolving the issue.